Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead dislodged and was not capturing the his bundle. The lead was removed and replaced. No patient complications have been reported as a result of this event.